Event description:
A malfunction alarm was reported by the customer, identified by malfunction code malf 0. There was no reported adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, after which the malfunction code did not recur, allowing the customer to continue using the pump. No additional information was received regarding the outcome of the event.